Manufacturer narrative:
(B)(4). Method: the mr850 respiratory humidifier was returned to fisher & paykel healthcare (fph) office in (B)(4). The mr850 was tested in accordance with the product technical manual. Results: the mr850 respiratory humidifier functioned properly during testing and passed all performance, electrical and safety tests. Conclusion: no fault was found with the device when performance check and electrical safety test were conducted. Condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by multiple setup and environmental factors. Attempts have been made to obtain further information from the hospital including the amount of condensation observed in the system to assist us with the analysis and identification of a possible root cause of the event as reported, however, no further information has been forthcoming. Without further information surrounding the issue, we do not know the extent of the condensation issue experienced and exactly what caused the reported incident. It is however possible that set-up and environmental conditions may have contributed to the cause of the issue.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that an mr850 respiratory humidifier "may be causing condensation problems in the circuit." No patient consequence was reported.